Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, on/off current testing, and functional stress testing using the customer's returned battery pack without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.